Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage inside the pump. The pump had cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. There was no moisture damage inside the pump.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump got wet and alarmed button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.